Event description:
The pt was seen in the emergency department with symptoms of lethargy, sleepiness, a slight decrease in blood pressure and an increase in spasms. It was felt that the pt was going through baclofen withdrawal. The medication in the pump was removed and discarded. The pump was refilled with new medication and the pt was sent home. The pt's outcome was reported as improved and "doing much better". The pump was used to deliver baclofen and dilaudid, concentration and dosage were not reported.